Manufacturer narrative:
The involved cryoprobe was not available for evaluation as the probe has not been returned to erbe. The customer noted the ruptured probe was followed with a loud bang and a hole in the catheter. This is indicative of the failure mode erbe is aware of that is caused by insufficient glue application between the connector and clear the plastic tubing. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined, and another determination is made as to the cause(s) of the rupture besides the manufacturing defect, a follow-up MDR will be filed. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue.

Event description:
It was reported that an incident occurred with the flexible cryoprobe during a bronchoscopy for a lung nodule biopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided). The unit's setting at the time of activation was 54 bar. No information was provided regarding any accessories used. It was reported that the rupture occurred with a "loud audible bang" when activated. It was noted that the "probe has a visible area where the rupture occurred with the catheter having a hole in it." Furthermore, it was noted the probe tip was inside the patient at the time of incident, but the rupture occurred outside the patient. There was no report of any injuries. The facility submitted a medwatch report (number: (B)(4) to the agency and then the report was forwarded to erbe on 01/30/2026.